Event description:
Mean airway pressure on vent went up, amplitude dropped. Vent would not respond to changes by respiratory therapist. Infant was taken off vent & bagged. No harm to patient.======================health professional's impression======================no adverse event.